Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. All operating currents are within specification. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corner, and a missing reservoir tube o-ring. The test reservoir does not lock properly inside the reservoir tube.

Event description:
The customer reported via phone call that when she changed the infusion set, the reservoir compartment was chipped off. Customer's blood glucose was over 200 mg/dl at the time of the incident. Customer stated that it is missing pieces in the reservoir compartment and her blood glucose has been high for the past 2 days. Customer declined to troubleshoot for the high blood glucose. Customer was advised that the damage could potentially affect the amount of insulin she is being delivered. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.